Event description:
It was reported that pump experienced rapid drop in indicated battery charge, which led to low power alerts, shutdown alarm, and unexpected shutdown, and customer¿s blood glucose rose to 22 mmol/l. There was no adverse impact to the customer¿s blood glucose level. Customer gave correction insulin by injection, did not require emergency assistance, restarted pump and related functions after shutdown, and was educated by technical support on battery best practices, with instruction to monitor system and call back if issue continued.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.